Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded inappropriate atrial tachy response (atr) episodes due to oversensing of the minute ventilation sensor. It was also noted that the right atrial (ra) pacing impedance measurements had decreased from 900 ohms to 600 ohms. A few months later the impedance measurements were noted to be 800-900 ohms. The device was reprogrammed to mitigate the inappropriate episodes. No adverse patient effects were reported.